Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Additionally the customer reported delivering incorrect amount of insulin during a bolus, resulting in a blood glucose (bg) in the 20's mg/dl. Low bg was addressed by consuming glucose tablets. Customer successfully resumed insulin deliveries.